Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the ER after receiving inappropriate hv therapy. Upon review, the rv lead was exhibiting atrial activity, as well as artifact. Small decrease in sensing and a drop in pacing lead impedance were noted. Chest x-ray showed both the rv and lv lead had pulled back. It was noted that patient was in cardiac rehab doing arm circles which the physician feels is what caused the rv and lv leads to pull back. The leads were explanted and replaced. Patient was fine before, during and after the procedure.